Event description:
Procedure: low anterior resection. Customer states that firing stopped prior to the second fire. There was a point that clips were caught on the reload. Surgeon confirmed place of clips with a new reload again, and it was used to continue the procedure. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No patient harm. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).